Event description:
Patient was having surgery for impacted wisdom teeth. Two -2- minutes into the procedure, the patient's lip was burned - left lower-. Quarter size white area with red edge. Appearance of a third degree burn.